Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in this incident, it was determined that the station was not communicating. A field service engineer assisted the customer with network issues after relocating the med station to a new location. Verified functionality and everything was working fine, and no on-site support was required. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s care. There were no adverse events or injuries reported based on this event.